Event description:
It was reported, during a procedure the receiver for the rod is knocked out. When trying to fix the 3d heads in place on the pedicle screw, the handle can be pushed through, but the 3d head is not fixed in place afterwards as the retaining bracket for the rod slides through the top. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the positioning pliers sent in were subjected to a test based on the production and material documents and it was determined that all standards are complied with and that the specifications were met. Based on this result, we can rule out a manufacturing error. Due to the finding that the retaining mechanism of the extraction fork is worn, we assume that the damage of the six-year-old device is a result of intensive use. Manufacturing documents were reviewed and no complaint related issues were found.